Manufacturer narrative:
The reported complaint of possible sole 7 catheter (lot #146268) leak was not confirmed during the functional testing. No device malfunction was observed during the testing of the returned catheter and the catheter worked as intended. The possible cause for the reported complaint could be due to not fully unwrapped serpentine balloon, likely due to patient's anatomy however, the catheter placement technique cannot be rule out. Upon visual inspection, no physical damage was observed. Observed blood residue on the serpentine balloons and on the suture tab and clip. All lumens are flushed, except in/out luers due to blood clogged on the serpentine balloons. The in/out luers were able to be flushed after blood residue was removed. During functional testing, the solex 7 catheter was connected to a pressurized inflation device, the balloon fully inflated when pressurized up to 100 psi without any issues. The balloon did not leak during inflation and deflation. No leak was observed. The returned catheter was connected to a known good suk and ran on a peristaltic pump and also on a console system in both warming and cooling mode for a total of 2hrs. No leak was observed on the catheter. The catheter performed as intended.

Event description:
During ivtm therapy on a (B)(6) year old male weight (B)(6) kg patient for hypothermia after cardiac arrest, customer reported that the pinwheel did not rotate synchronously with the roller pump. The patient temperature did drop, but it was not due to the thermogard system. Customer noticed a kink on the suk tubing at the roller pump area, suspecting that the solex 7 catheter might have a kink or unwrapped balloon. The infusion lumens are all functioning perfectly. No pressure alarms of the syringe pumps were recorded. When the suk tubes were connected together, the console did not generate any alarm and the pinwheel spin correctly confirming the suk functionality. A slow rinsing of the in/out lumens with normal saline and aspiration were resistance? Therefore, a defect/leak in the solex 7 catheter balloon suspected. The solex catheter dwell time was 9-10 hrs. A quattro catheter was subsequently inserted into the patient's femoral vein and therapy continued. Patient reached the target temperature within 10 minutes. The solex 7 insertion was at the patient's right internal jugular vein and it was still used as a normal central venous valve. The solex 7 catheter was removed from the patient without any issue. No consequences or impact to patient was reported.